Event description:
According to the reporter: during preparation for surgery, 20cc water was infused, then the balloon burst. The device was not used for a pt. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4).